Event description:
It was reported that the external pulse generator seemed to deliver lower amplitude than the set parameter. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, one case screw was missing, one case screw was the wrong part, the battery contacts were compressed, the ring and one bail were missing, the battery drawer was broken, the keyboard was scratched and worn, the display was out of specification with missing pixels, the main printed circuit board (pcb) was out of specification and the serial number label was damaged. (B)(4).